Event description:
During embolization of side branch vein, coil migrated to cephalic vein. After conclusion of the angioplasty portion, we re-checked the coil in the cephalic vein and it had traveled to the right ventricle.